Manufacturer narrative:
The reported events were insulation damage and loss of capture. As received, a complete lead was returned in one piece. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of insulation damage was confirmed. Visual inspection found the outer insulation cut/damaged at the proximal and suture tie impressions. The cause of the outer insulation damage is consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, a loss of capture was observed on the right ventricular (rv) lead. A lead revision procedure was performed, and insulation damage was observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.